Event description:
It was reported that the user experienced high glucose while using the ilet with subcutaneous insulin via pen after manually injecting long-acting insulin and disconnecting from the pump, with no symptoms reported and a libre 3+ sensor replacement noted; the cause was unclear and troubleshooting and education were completed. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included user-reported impact consistent with elevated glucose and completion of educational troubleshooting steps. Investigation included a review of device use, blood glucose history, and user-reported actions. Investigation of this case revealed no device malfunction identified and no component failure observed, with the event associated with manual insulin administration and pump disconnection. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.